Event description:
It was reported that the customer visited the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 485 mg/dl. Cause was unknown. He customer bolused via the pump in an attempt to resolve the blood glucose issue, but received intravenous fluids of saline and insulin. The customer was released on (B)(6) 2025 with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.